Manufacturer narrative:
Results: the pusher assembly was kinked approximately 140.0cm from the proximal end. The pusher assembly mid joint was seated on the introducer sheath friction lock. The pull wire was in the distal detachment tip, and the embolization coil was undamaged . Conclusions: evaluation of the returned smart coil revealed a fully functional device. Resistance was encountered while advancing the kinked portion of the pusher assembly through the introducer sheath. It was reported that this kink was caused by the user while attempting to advance the coil. If the device is mishandled or forcefully advanced against resistance, damage such as a kink may occur. Cause of the initial reported resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil, the physician experienced resistance and the smart coil would not advance at all within its introducer sheath. Subsequently, the pusher assembly of the smart coil kinked; therefore, the smart coil was removed. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.